Manufacturer narrative:
(B)(4). Evaluation, results: (gi bleed).

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the prox lcx during the index procedure. Post procedural residual stenosis was 0% with timi 3 flow in both lesions. Pt was discharged two days after the index procedure. Approx one month after the index procedure, the pt had a spontaneous gi bleeding event and was treated with a gi endoscopy and vessel cauterization at an outside hospital. Pt recovered with treatment. In the opinion of the investigator, the event was mild in intensity, not related to the study device or procedure and possibly related to the study drug. Pt's cardiac status was unk at the 30 day follow-up. Three days after this event, the pt had another spontaneous gi bleeding event and presented to an outside hospital with hematemesis before being transferred to study hospital. Pt was hospitalized for two days and was treated with a gi endoscopy and a transfusion of 2 units of prbc. Pt recovered with treatment. In the opinion of the investigator, the event was moderate to severe in intensity, not related to the study device or procedure and possibly related to the study drug.